Manufacturer narrative:
Lot #: the actual lot number was unknown, however, r18i126071 was reported as a potential lot number. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was leaking from an unspecified location on the bed. The infusion had been running approximately eighteen (18) hours when this event was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.